Manufacturer narrative:
This is the initial and only occurrence of the reported issue. The issue has been recorded and design development will be implemented to ensure this issue does not reoccur.

Event description:
The user is questioning the rhythm analysis by the device during a patient use event. The patient outcome is unknown.